Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the upper display was burnt. Analysis did find that one knob, one side bail cover and the liquid crystal display were broken and that it needed a battery drawer washer. (B)(4)

Event description:
It was reported that the external pulse generator's upper display was burnt. The generator was returned for service. There was no patient involvement.